Manufacturer narrative:
This complaint is still under investigation

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Revision of pinnacle mom implants scheduled for early 2014.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update - medical records received (B)(6) 2014. Doi and dor confirmed. Revision due to some osteolysis, metallosis and slight loosening of the stem proximally. Liner, head and stem revised - (B)(4).

Manufacturer narrative:
Information received from (B)(6). Revision of pinnacle mom implants scheduled for early 2014. Implanted in 2004. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.